Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06144. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2012 due to visible and palpable mesh.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06144. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that the patient underwent implant of pinnacle anterior repair on (B)(6) 2011. No additional information was provided.